Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Since no lot number is available, a detailed investigations, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed. This issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occured in the united states. This emdr is being submitted for unknown number of quantites. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for 24 - 48 hours. The blood glucose level was high and the patient was treated with correction via was treated with multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.